Event description:
On (B)(6) 2012, the patient spoke with a sales team member about an upgrade to a newer model pump and reported that the pump sometimes had delivery issues. No additional details were provided; no adverse event or blood glucose excursions were reported. There have been several attempts to reach the patient which have not been successful. This complaint is being reported because the delivery issue has not been resolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the last date used by the patient. The units remaining were correctly calculated and accurately recorded in the pump history. There were no alarms noted related to the complaint in the pump alarm history. A review of the black box history shows that the pump was used after the original complaint date and typical usage alarms and warnings were observed. The "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.